Event description:
It was reported that an ambicor penile prosthesis stopped working due to fluid loss at the tubing site. The patient underwent replacement surgery, and the device was replaced completely. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that an ambicor penile prosthesis stopped working due to fluid loss at the tubing site. The patient underwent replacement surgery, and the device was replaced completely. There were no patient complications.